Manufacturer narrative:
The event occurred sometime in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had a no flow issue. The set would not infuse without very firm pressing or being changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.